Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 11.3cm was returned for analysis. A fracture of the sensing coil was noted at 2.2cm from the connector pin. This fracture is consistent with the observation from the field of high lead impedance.

Event description:
It was reported that high lead impedance was observed. The lead was explanted and replaced. The patient condition is well.